Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage in the tubing with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #764355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage in the tubing with the incident lot was not observed. Further investigation activities have been conducted through CAPA #764355 and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: CAPA#764355 was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that the bd vacutainer® push button blood collection set experienced blood spatter/leakage. The following information was provided by the initial reporter: material no. 367344, batch no. 8262802. While drawing a patient I inserted the needle into the arm and when I went to put the sst tube on to the vacutainer, blood started pour down my hand on to the floor and onto the patient. I noticed that the female adapter was cracked causing the blood to spill out I had to clean up the patient and redraw.

Manufacturer narrative:
PMA/510(k)#:jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set experienced blood spatter/leakage. The following information was provided by the initial reporter: (B)(4). While drawing a patient I inserted the needle into the arm and when I went to put the sst tube on to the vaccutainer, blood started pour down my hand on to the floor and onto the patient. I noticed that the female adapter was cracked causing the blood to spill out I had to clean up the patient and redraw.